Event description:
It was reported that the patient was having an increased pain. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted lead will not be returned per hospital policy.